Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrsoft stretch resistant coil synerg detection circuit separated from the pusher wire without any kind of operation (including power supply). The physician tried to find the main coil in the pt's body and in the angiolab but was not able to find it. However, the condition of the pt was not affected by this event.